Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting faster than expected. Technical services recommended device replacement. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: the device remains in service. Based on the available information, the root cause of premature discharge of battery cannot be established. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the report complaint. Device technical analysis: the device remains in service. Therefore, the root cause of premature discharge of battery cannot be confirmed. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: a risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting faster than expected. Technical services recommended device replacement. At this time, the device remains in service. No adverse patient effects were reported.